Event description:
It was reported that during an unknown procedure, the surgeon's feed back was that 2 clips came out at the same time after one firing. No clip came out after another firing. Furthermore, the color is still white which should be orange at the last firing. The clips could not close the vessel effectively. It is unknown if another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Additionally the orange indicator did not show up. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies in the internal components were noted. No conclusion could be reached as to what may have caused the reported incidents. No incident related to the reported event was observed during the batch record review.